Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00091790) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Both events occurred more than one year after injection which is a long latency but possible. Product distribution issue (serious) is considered expected by the recommendation to massage the implant to maintain a smooth contour and injection site induration (serious) is expected based on the currently valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. In this case, the patient experienced both events after a long latency and received comprehensive treatment which was necessary to prevent a threat to the patients life or to prevent permanent damage to a body structure or function according to the reporter. Confounding factor include the concomitant injection of botulinum toxin as well as other concomitant medications, nevertheless a contributory role of the treatment with radiesse cannot be excluded due to compatible local relationship. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 06-oct-2025: the batch record review for radiesse, lot a00091790, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 17-oct-2025: based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 27-oct-2025: based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow up information on 04-nov-2025: due to the provided information, the outcome of the event indurations was considered as resolving (changed from not resolved). Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow up information on 28-nov-2025: the event suspected scleroderma was added. The event indurations was deleted. The added event occurred in compatible local relationship. The added event occurred more than one year after injection which is a long latency but possible. Injection site induration (non- serious) is expected based on the currently valid mexican IFU leaflet of radiesse and can occur after treatment with radiesse. In this case, based on the information provided, possible confounding factors could be the patient's underlying conditions. However, in the opinion of the reporter it was not certain whether radiesse was a trigger or if the patient already had a susceptibility and a further antibody study needed to performed. Nevertheless, a contributory effect with the treatment with radiesse cannot be excluded with certainty. The causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. Causality for the added event is assessed as possibly related to the treatment with radiesse. This case remains as serious with the serious event product distribution issue because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 69-year-old female patient (weight: 104 kg, height: 164 cm). The patient was injected subdermally with a total of 3 ml of radiesse into the cheeks, zygomatic arches, malar area, and temporal fossa, for facial biostimulation, on (B)(6) 2023. Batch number was reported as a00091790. A lot search in the global safety database was conducted. Radiesse was injected using a 22 g 60 mm cannula. Retroinjection technique was used along the vectors. A total of 0.1 ml was injected per vector. The injection speed was slow. Analgesia contained 2 percent lidocaine and was injected intradermally at the entry points and diluted with 0.75 ml of radiesse. Radiesse was stored at 28 degrees in a dry, dark place, from receipt to use. The patient was concomitantly injected intramuscularly with a total of 59 units of botulinum toxin into the frontal, periocular, and glabellar areas, on (B)(6) 2023. Her medical history included obesity, diabetes mellitus type 2, and hypothyroidism. Patient phototype on the fitzpatrick scale was IV. Her concomitant medications included rybelsus, wegovy, levothyroxine, and metformin. The patient had no surgical interventions in the treated area, was not pregnant or lactating, did not perform any contraindicated activity, did not use radiesse or similar products before, did not receive any other cosmetic procedure in the treated area in the past, had no allergies, the area to be treated did not present a skin condition. On (B)(6) 2025, 604 days after the radiesse injection, the patient experienced bulging and solidification of the product on cheeks, zygomatic arches and temporal fossa. In 2025, the patient experienced indurations in the right and the left cheek, zygomatic arch and in the temporal fossa. On the right cheek, three elongated indurations were felt, following the path of the cannula, approximately 2¿3 cm each. The left cheek showed the same presentation. On the zygomatic arch, two indurations were noted on each side, shaped along the cannula path, approximately 3¿5 cm each. In the temporal fossa, indurations followed the same paths as those extending from the zygomatic arch. No final diagnosis was made. At the time of this report, the patient had indurations across her entire face, her condition was stable, but she required medical treatment. The physician last saw the patient on (B)(6) 2025, and prescribed oral prednisone 5 mg every 24 hours, for 10 days, and levofloxacin 500 mg every 12 hours, for 10 days. On the same day, 2 vials of hyaluronidase were distributed in the areas of induration, and first session of multipolar frequency was performed. Corrective treatment was prescribed to prevent a threat to the patients life or to prevent permanent damage to a body structure or function. No infection was suspected, and a facial paralysis or weakness was not included. The outcome of the event bulging and solidification of the product was reported as not resolved. Due to the provided information, the outcome of the event indurations was considered as not resolved. In the opinion of the reporter, the event bulging and solidification of the product was of moderate intensity, and was highly probably related to radiesse, and the event indurations was related to radiesse, and not to the injection technique. Follow-up information was received on 06-oct-2025: the batch record review was received and the lot number for radiesse was confirmed as a00091790 (expiry date: 12/2024). Follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. The patient had no viral infections in the last 4 months. The physician mentioned that the patient was treated with prednisone, levofloxacin, two sessions of hyaluronidase and two sessions of radiofrequency. The physician planned to complete five radiofrequency sessions and then reassess. The results of the soft tissue ultrasound were not available. At the time of the report, a 20% resolution of the lumps in the cheeks, zygomatic arch and temporal fossa was reported. No new corrective measures were taken. Due to the provided information, the outcome of the event bulging and solidification of product/lumps was considered as resolving (changed from not resolved). The outcome of the event indurations remained unchanged. Follow-up information was received on 17-oct-2025: at the time of this report, the resolution of the lumps in the cheeks, left and the right, zygomatic arch, and temporal fossa was approximately 35¿40%. Radiofrequency sessions and intralesional hyaluronidase treatments were continued. The results of the soft tissue ultrasound were not yet available, as the patient was elderly and moving her to another office was complicated. The outcome of the events remained unchanged. Follow-up information was received on 27-oct-2025: at the time of the report, the percentage of resolution of the lumps was reported as 40-45 %. The ultrasound was to be performed on (B)(6) 2025 (reported as on wednesday). The outcome of the events remained unchanged. Follow-up information was received on 04-nov-2025: it was reported that a resolution of the events was 40 %. Ultrasound photos were received without diagnosis. The physician referred the patient to rheumatology. The physician was waiting for her appointment with rheumatologist to schedule the next appointment with her. Due to the provided information, the outcome of the event indurations was considered as resolving (changed from not resolved). The outcome of the event bulging and solidification of product/lumps remained unchanged. Follow-up information was received on 28-nov-2025: the event suspected scleroderma was added. The event indurations was deleted. In 2025, scleroderma was suspected. In 2025, the ultrasound results showed marked inflammation and a presence of positive antibodies. The antibody study needed to be expanded for autoimmune disease. The antibody pattern the patient had in the tests was possibly compatible with a disease that caused fibrosis, called scleroderma. The thickening of the scar was confirmed, which was possibly related to the skin disease the physician wanted to rule out. The outcome of the event indurations remained unchanged. The outcome of the event scleroderma was unknown. In the opinion of the reporter, it was not certain whether radiesse was a trigger, or if the patient already had a susceptibility.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00091790) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Both events occurred more than one year after injection which is a long latency but possible. Product distribution issue (serious) is considered expected by the recommendation to massage the implant to maintain a smooth contour and injection site induration (serious) is expected based on the currently valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. In this case, the patient experienced both events after a long latency and received comprehensive treatment which was necessary to prevent a threat to the patients life or to prevent permanent damage to a body structure or function according to the reporter. Confounding factor include the concomitant injection of botulinum toxin as well as other concomitant medications, nevertheless a contributory role of the treatment with radiesse cannot be excluded due to compatible local relationship. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 06-oct-2025: the batch record review for radiesse, lot a00091790, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 17-oct-2025: based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 27-oct-2025: based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow up information on 04-nov-2025: due to the provided information, the outcome of the event indurations was considered as resolving (changed from not resolved). Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 69-year-old female patient (weight: 104 kg, height: 164 cm). The patient was injected subdermally with a total of 3 ml of radiesse into the cheeks, zygomatic arches, malar area, and temporal fossa, for facial biostimulation, on (B)(6) 2023. Batch number was reported as a00091790. A lot of searches in the global safety database was conducted. Radiesse was injected using a 22 g 60 mm cannula. Retroinjection technique was used along the vectors. A total of 0.1 ml was injected per vector. The injection speed was slow. Analgesia contained 2 percent lidocaine and was injected intradermally at the entry points and diluted with 0.75 ml of radiesse. Radiesse was stored at 28 degrees in a dry, dark place, from receipt to use. The patient was concomitantly injected intramuscularly with a total of 59 units of botulinum toxin into the frontal, periocular, and glabellar areas, on (B)(6) 2023. Her medical history included obesity, diabetes mellitus type 2, and hypothyroidism. Patient phototype on the fitzpatrick scale was IV. Her concomitant medications included rybelsus, wegovy, levothyroxine, and metformin. The patient had no surgical interventions in the treated area, was not pregnant or lactating, did not perform any contraindicated activity, did not use radiesse or similar products before, did not receive any other cosmetic procedure in the treated area in the past, had no allergies, the area to be treated did not present a skin condition. On (B)(6) 2025, 604 days after the radiesse injection, the patient experienced bulging and solidification of the product on cheeks, zygomatic arches and temporal fossa. In 2025, the patient experienced indurations in the right and the left cheek, zygomatic arch and in the temporal fossa. On the right cheek, three elongated indurations were felt, following the path of the cannula, approximately 2¿3 cm each. The left cheek showed the same presentation. On the zygomatic arch, two indurations were noted on each side, shaped along the cannula path, approximately 3¿5 cm each. In the temporal fossa, indurations followed the same paths as those extending from the zygomatic arch. No final diagnosis was made. At the time of this report, the patient had indurations across her entire face, her condition was stable, but she required medical treatment. The physician last saw the patient on (B)(6) 2025, and prescribed oral prednisone 5 mg every 24 hours, for 10 days, and levofloxacin 500 mg every 12 hours, for 10 days. On the same day, 2 vials of hyaluronidase were distributed in the areas of induration, and first session of multipolar frequency was performed. Corrective treatment was prescribed to prevent a threat to the patients life or to prevent permanent damage to a body structure or function. No infection was suspected, and a facial paralysis or weakness was not included. The outcome of the event bulging and solidification of the product was reported as not resolved. Due to the provided information, the outcome of the event indurations was considered as not resolved. In the opinion of the reporter, the event bulging and solidification of the product was of moderate intensity, and was highly probably related to radiesse, and the event indurations was related to radiesse, and not to the injection technique. Follow-up information was received on 06-oct-2025: the batch record review was received and the lot number for radiesse was confirmed as a00091790 (expiry date: 12/2024). Follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. The patient had no viral infections in the last 4 months. The physician mentioned that the patient was treated with prednisone, levofloxacin, two sessions of hyaluronidase and two sessions of radiofrequency. The physician planned to complete five radiofrequency sessions and then reassess. The results of the soft tissue ultrasound were not available. At the time of the report, a 20% resolution of the lumps in the cheeks, zygomatic arch and temporal fossa was reported. No new corrective measures were taken. Due to the provided information, the outcome of the event bulging and solidification of product/lumps was considered as resolving (changed from not resolved). The outcome of the event indurations remained unchanged. Follow-up information was received on 17-oct-2025: at the time of this report, the resolution of the lumps in the cheeks, left and the right, zygomatic arch, and temporal fossa was approximately 35¿40%. Radiofrequency sessions and intralesional hyaluronidase treatments were continued. The results of the soft tissue ultrasound were not yet available, as the patient was elderly and moving her to another office was complicated. The outcome of the events remained unchanged. Follow-up information was received on 27-oct-2025: at the time of the report, the percentage of resolution of the lumps was reported as 40-45 %. The ultrasound was to be performed on (B)(6) 2025 (reported as on wednesday). The outcome of the events remained unchanged. Follow-up information was received on 04-nov-2025: it was reported that a resolution of the events was 40 %. Ultrasound photos were received without diagnosis. The physician referred the patient to rheumatology. The physician was waiting for her appointment with rheumatologist to schedule the next appointment with her. Due to the provided information, the outcome of the event indurations was considered as resolving (changed from not resolved). The outcome of the event bulging and solidification of product/lumps remained unchanged.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00091790) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Both events occurred more than one year after injection which is a long latency but possible. Product distribution issue (serious) is considered expected by the recommendation to massage the implant to maintain a smooth contour and injection site induration (serious) is expected based on the currently valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. In this case, the patient experienced both events after a long latency and received comprehensive treatment which was necessary to prevent a threat to the patients life or to prevent permanent damage to a body structure or function according to the reporter. Confounding factor include the concomitant injection of botulinum toxin as well as other concomitant medications, nevertheless a contributory role of the treatment with radiesse cannot be excluded due to compatible local relationship. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 06-oct-2025: the batch record review for radiesse, lot a00091790, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 17-oct-2025: based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 27-oct-2025: based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 69-year-old female patient (weight: 104 kg, height: 164 cm). The patient was injected subdermally with a total of 3 ml of radiesse into the cheeks, zygomatic arches, malar area, and temporal fossa, for facial biostimulation, on (B)(6) 2023. Batch number was reported as a00091790. A lot search in the global safety database was conducted. Radiesse was injected using a 22 g 60 mm cannula. Retroinjection technique was used along the vectors. A total of 0.1 ml was injected per vector. The injection speed was slow. Analgesia contained 2 percent lidocaine and was injected intradermally at the entry points and diluted with 0.75 ml of radiesse. Radiesse was stored at 28 degrees in a dry, dark place, from receipt to use. The patient was concomitantly injected intramuscularly with a total of 59 units of botulinum toxin into the frontal, periocular, and glabellar areas, on 04-dec-2023. Her medical history included obesity, diabetes mellitus type 2, and hypothyroidism. Patient phototype on the fitzpatrick scale was IV. Her concomitant medications included rybelsus, wegovy, levothyroxine, and metformin. The patient had no surgical interventions in the treated area, was not pregnant or lactating, did not perform any contraindicated activity, did not use radiesse or similar products before, did not receive any other cosmetic procedure in the treated area in the past, had no allergies, the area to be treated did not present a skin condition. On (B)(6) 2025, 604 days after the radiesse injection, the patient experienced bulging and solidification of the product on cheeks, zygomatic arches and temporal fossa. In 2025, the patient experienced indurations in the right and the left cheek, zygomatic arch and in the temporal fossa. On the right cheek, three elongated indurations were felt, following the path of the cannula, approximately 2¿3 cm each. The left cheek showed the same presentation. On the zygomatic arch, two indurations were noted on each side, shaped along the cannula path, approximately 3¿5 cm each. In the temporal fossa, indurations followed the same paths as those extending from the zygomatic arch. No final diagnosis was made. At the time of this report, the patient had indurations across her entire face, her condition was stable, but she required medical treatment. The physician last saw the patient on (B)(6) 2025, and prescribed oral prednisone 5 mg every 24 hours, for 10 days, and levofloxacin 500 mg every 12 hours, for 10 days. On the same day, 2 vials of hyaluronidase were distributed in the areas of induration, and first session of multipolar frequency was performed. Corrective treatment was prescribed to prevent a threat to the patients life or to prevent permanent damage to a body structure or function. No infection was suspected, and a facial paralysis or weakness was not included. The outcome of the event bulging and solidification of the product was reported as not resolved. Due to the provided information, the outcome of the event indurations was considered as not resolved. In the opinion of the reporter, the event bulging and solidification of the product was of moderate intensity, and was highly probably related to radiesse, and the event indurations was related to radiesse, and not to the injection technique. Follow-up information was received on 06-oct-2025: the batch record review was received and the lot number for radiesse was confirmed as a00091790 (expiry date: 12/2024). Follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. The patient had no viral infections in the last 4 months. The physician mentioned that the patient was treated with prednisone, levofloxacin, two sessions of hyaluronidase and two sessions of radiofrequency. The physician planned to complete five radiofrequency sessions and then reassess. The results of the soft tissue ultrasound were not available. At the time of the report, a 20% resolution of the lumps in the cheeks, zygomatic arch and temporal fossa was reported. No new corrective measures were taken. Due to the provided information, the outcome of the event bulging and solidification of product/lumps was considered as resolving (changed from not resolved). The outcome of the event indurations remained unchanged. Follow-up information was received on 17-oct-2025: at the time of this report, the resolution of the lumps in the cheeks, left and the right, zygomatic arch, and temporal fossa was approximately 35¿40%. Radiofrequency sessions and intralesional hyaluronidase treatments were continued. The results of the soft tissue ultrasound were not yet available, as the patient was elderly and moving her to another office was complicated. The outcome of the events remained unchanged. Follow-up information was received on 27-oct-2025: at the time of the report, the percentage of resolution of the lumps was reported as 40-45 %. The ultrasound was to be performed on (B)(6) 2025 (reported as on wednesday). The outcome of the events remained unchanged.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch: a00091790) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Both events occurred more than one year after injection which is a long latency but possible. Product distribution issue (serious) is considered expected by the recommendation to massage the implant to maintain a smooth contour and injection site induration (serious) is expected based on the currently valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. In this case, the patient experienced both events after a long latency and received comprehensive treatment which was necessary to prevent a threat to the patients life or to prevent permanent damage to a body structure or function according to the reporter. Confounding factor include the concomitant injection of botulinum toxin as well as other concomitant medications, nevertheless a contributory role of the treatment with radiesse cannot be excluded due to compatible local relationship. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 06-oct-2025: the batch record review for radiesse, lot: a00091790, was normal, no nonconformance reports, corrective/preventive actions related to this lot. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events product distribution issue and injection site induration because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 69-year-old female patient (weight: 104 kg, height: 164 cm). The patient was injected subdermally with a total of 3 ml of radiesse into the cheeks, zygomatic arches, malar area, and temporal fossa, for facial biostimulation, on (B)(6) 2023. Batch number was reported as a00091790. A lot search in the global safety database was conducted. Radiesse was injected using a 22 g 60 mm cannula. Retroinjection technique was used along the vectors. A total of 0.1 ml was injected per vector. The injection speed was slow. Analgesia contained 2 percent lidocaine and was injected intradermally at the entry points and diluted with 0.75 ml of radiesse. Radiesse was stored at 28 degrees in a dry, dark place, from receipt to use. The patient was concomitantly injected intramuscularly with a total of 59 units of botulinum toxin into the frontal, periocular, and glabellar areas, on (B)(6) 2023. Her medical history included obesity, diabetes mellitus type 2, and hypothyroidism. Patient phototype on the fitzpatrick scale was IV. Her concomitant medications included rybelsus, wegovy, levothyroxine, and metformin. The patient had no surgical interventions in the treated area, was not pregnant or lactating, did not perform any contraindicated activity, did not use radiesse or similar products before, did not receive any other cosmetic procedure in the treated area in the past, had no allergies, the area to be treated did not present a skin condition. On (B)(6) 2025, 604 days after the radiesse injection, the patient experienced bulging and solidification of the product on cheeks, zygomatic arches and temporal fossa. In 2025, the patient experienced indurations in the right and the left cheek, zygomatic arch and in the temporal fossa. On the right cheek, three elongated indurations were felt, following the path of the cannula, approximately 2¿3 cm each. The left cheek showed the same presentation. On the zygomatic arch, two indurations were noted on each side, shaped along the cannula path, approximately 3¿5 cm each. In the temporal fossa, indurations followed the same paths as those extending from the zygomatic arch. No final diagnosis was made. At the time of this report, the patient had indurations across her entire face, her condition was stable, but she required medical treatment. The physician last saw the patient on (B)(6) 2025, and prescribed oral prednisone 5 mg every 24 hours, for 10 days, and levofloxacin 500 mg every 12 hours, for 10 days. On the same day, 2 vials of hyaluronidase were distributed in the areas of induration, and first session of multipolar frequency was performed. Corrective treatment was prescribed to prevent a threat to the patients life or to prevent permanent damage to a body structure or function. No infection was suspected, and a facial paralysis or weakness was not included. The outcome of the event bulging and solidification of the product was reported as not resolved. Due to the provided information, the outcome of the event indurations was considered as not resolved. In the opinion of the reporter, the event bulging and solidification of the product was of moderate intensity, and was highly probably related to radiesse, and the event indurations was related to radiesse, and not to the injection technique. Follow-up information was received on 06-oct-2025: the batch record review was received and the lot number for radiesse was confirmed as a00091790 (expiry date: 12/2024). Follow-up information was received on 07-oct-2025 and 10-oct-2025: the reported event bulging and solidification of product was changed to bulging and solidification of product/lumps and the coding remained unchanged. The patient had no viral infections in the last 4 months. The physician mentioned that the patient was treated with prednisone, levofloxacin, two sessions of hyaluronidase and two sessions of radiofrequency. The physician planned to complete five radiofrequency sessions and then reassess. The results of the soft tissue ultrasound were not available. At the time of the report, a 20% resolution of the lumps in the cheeks, zygomatic arch and temporal fossa was reported. No new corrective measures were taken. Due to the provided information, the outcome of the event bulging and solidification of product/lumps was considered as resolving (changed from not resolved). The outcome of the event indurations remained unchanged.